Event description:
Related manufacturer reference number: 3006705815-2024-01309. It was reported that the device was unable to enter MRI mode due to low impedances on both leads. Reprogramming was attempted to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Additional information indicated that surgical intervention will no longer be taken on this device to address this issue. As such, it is no longer reportable.

Manufacturer narrative:
Manufacturing reference number 3006705815-2024-01308 should not be reported as a medical device report (MDR) as it is no longer reportable.